Event description:
Hill-rom overbed light fluorescent fixture was not securely seated in lamp holder causing an electrical arc. A noxious odor was emitted causing respiratory symptoms to a few employees. No pts were affected. Employees who had reactive airway issues previous to this incident required more follow-up through employee health. There were no hospitalizations of employees; some lost time. Light fixture returned to MFR for testing identification of odor. Awaiting results. Three employees have complained of ongoing chronic respiratory issues since incident (previous reactive airway disease).